Event description:
Report on use error with under-dosage of a patient due to misunderstanding of fractionation handling in a re-planning scenario. User assumed fraction dose would remain the same after rescaling prescription. This was a use error for which the clinic take full responsibility. However, the use error could possibly have been avoided with more explicit information in the user interface and we, the manufacturer, are investigating how to further improve the ui. Customer planned a patient to 70 gy. The physician wanted to change it to 54 gy then a cone down 16 gy boost. Customer rescaled the prescription to 54 gy but did not change to the correct number of fractions. As such, the patient was treated with a lower dose/fx (1.54 gy/fx) than what was intended (2 gy/fx). This was caught 22 fractions into the initial 27 fractions.

Manufacturer narrative:
The error was discovered before completing the treatment. The user has been negligent in not properly evaluating the dose. However, the use error could possibly have been avoided with more explicit information in the ui/report. Rs fractionation handling is already explained in the labeling and all necessary information is available in rs4.7, but not in an optimal way. In rs5, this has been improved by adding dose/fx to the plan report.

Event description:
Follow-up of report rsl: MDR 3007774465-2016-00001 11387 11297 rs re-planning fractionation handling. Clinical incident. Under-dosage of patient due to misunderstanding of fractionation in rs4.7 in a re-planning scenario. User assumed fraction dose would remain the same after rescaling prescription. This was a use error for which the clinic take full responsibility. However, the use error could possibly have been avoided with more explicit information in the user interface and we, the manufacturer, are investigating how to further improve the ui. Customer planned a patient to 70 gy. The physician wanted to change it to 54 gy then a cone down 16 gy boost. Customer rescaled the prescription to 54 gy but did not change to the correct number of fractions. As such, the patient was treated with a lower dose/fx (1.54 gy/fx) than what was intended (2 gy/fx). This was caught 22 fractions into the initial 27 fractions.